Event description:
Complainant alleged that the clinicians were attempting to defibrillate a pt (age and gender unk), but the device intermittently displayed a "status 90" message. The clinicians then obtained another device to successfully defibrillate the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.